Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and sometimes uncomfortable stimulation. An x ray image found leads migrated down from their original location. It was unknown if environmental factors led to this event. An impedance check found the following electrodes open; 8, 9, 11, 13, and 14. Programming was switched to the lead 0-7. It was reported that the issue was resolved at this time. The patient was alive with no injury.

Event description:
Additional information was received from the manufacturer's representative. It was reported the symptoms started to occur in the pas t month. No additional actions were planned at this time. Which of the patient's two leads were affected was unknown in regards to serial number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.